Manufacturer narrative:
Patient medications include fosinopril, terazosin, and calcitriol.a review of the manufacturing records for the device verified that the lot met all pre-release specifications.according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomography (CT) scan revealed an indeterminate endoleak on the right side. On (B)(6) 2015, the result of a follow-up angiogram was also inconclusive, although the physician reportedly suspected a type ii endoleak. On (B)(6) 2015, angiography confirmed a type ii endoleak from an iliolumbar branch vessel. On the same day, the patient underwent glue embolization of the aneurysm. According to the report, no arterial angiogram was done to determine whether the endoleak was resolved. A follow-up CT scan will be scheduled to determine if aneurysmal sac growth is stabilized (measurements not available).